Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device was received for evaluation. The device was received in an opened package. During visual inspection, the reported problem was verified. It was confirmed that there was a tear on the cushion of each mask and there was starches on the cushion in the same location. The masks are 100 percent checked by double hands pressing in the water at the assembly. These defects can be distinguished at the inspection process. Root cause was found to be the products were pressed by great external force during transportation and the masks were hit and that caused the crack. No actions were taken by the supplier, as it was considered a single case.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube was leaking air in the air cushion. There was no patient injury. There were no reported adverse events.